Manufacturer narrative:
A ge service representative performed an onsite investigation. The solid state hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall patient image date. No patient serious injury or death was reported related to this event.